Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient suffered an unknown injury. According to the physician¿s office, on (B)(6) 2010, the patient reported recurrent urinary tract infections (uti). More recently, (date unknown), the patient reported to be having pelvic pain. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.